Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the initial functional testing. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed and was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, during device setup, the thermogard ivtm system displayed mid:09 (air trap assembly) error message. The customer tried to dry out the air trap holder; however, the error message persisted. Following this, another thermogard console was used for the patient's ivtm therapy. No further information was provided. No known patient consequences were reported.